Event description:
It was reported by the affiliate that (1) tlc55 and the (1) cdh29 were used during a low anterior resection and end-to-side procedure. It was reported that the anastomosis were leak checked. The pt was reoperated on and the staple line was opened halfway around. The pt has expired. The bowel was saved and will be examined. No instruments were left for examination. Staplers from the batch left at the hosp will be returned. 04/04/2000 it was reported by the affiliate the tlc55 and cdh29 were used during bowel resection. It was reported the pt had cancer in the lower part of the sigmoid colon. The cancer was removed by an end to end anastomosis. An air leak test was performed and the donuts were intact. On the 4th post-op day the pt was brought back to the operating room and a 180 degree rupture of the staple line was discovered. This was closed. The pt was later put on a respirator and died of peritonitis on 04/03/2000. A small piece of bowel has been saved. The staples in the bowel are formed and b shaped. The reps have taken the surgeon through the firing steps of the devices and noticed the surgeon opened the devices with more than 1/2 to 3/4 rotation after firing. (1) cdh29 sterile device of the same batch is being returned.